Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify missing segments/partial display anomaly, back light anomaly and rewind anomaly due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a haziness on screen, dimmed backlight and louder to rewind as well as unexplained no deliver alerts. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.